Manufacturer narrative:
Follow-up #1: date of submission 05/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box contains dates from (B)(6) 2015. Black box and histories for the event on (B)(6) 2013 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. The pump passed delivery accuracy test and found to be delivering within the required specifications. Returned battery cap used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report she corrected her blood glucose using the ezbg feature in the animas insulin pump and her blood glucose bottomed out at 50 mg/dl. The patient reportedly was feeling very lightheaded and was falling around the room. Her friend and family were there to treat her with orange juice at the time of concern. She subsequently felt better. At the time of the call to animas, the patient was still using the subject pump. Her blood glucose was within limit insulin pump therapy. She was advised to not use the ezbg feature. The patient believed that the ezbg feature was not programmed correctly when she received the replacement pump. The issue was resolved with training. This complaint is being reported due to use error and because the patient required assistance to treat her low blood glucose reading after she used the incorrect ezbg setting to base her insulin dose.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.